Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium had a deformed tip noticed when removed from the packaging, prior to patient use. There was "bulging of the sheath, surface was not smooth." They exchanged the sheath to continue. There was no patient consequence reported. The device evaluation was completed on 05-aug-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the soft tip of the device was deformed. For this condition, a supplier manufacturing investigation was requested and it was determined that this type of failure is not related to the manufacturing process since the tip is 100% inspected for any damage to the tip and is not normally seen during production. A device history record was performed for the finished device batch number, and no internal actions were identified. The tip bent and the sheath shaft rough could be related to the soft tip observed; therefore, the customer complaint was confirmed. The potential cause of both issues could not be determined and it could be related to the manipulation of the device before the procedure; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Place the sheath in a sterile work area. Do not use if package is damaged. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report and follow up 1: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a surface was not smooth (rough) issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium had a deformed tip noticed when removed from the packaging, prior to patient use. There was "bulging of the sheath, surface was not smooth." They exchanged the sheath to continue. There was no patient consequence reported. Additional information was received. According to the physician, the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was deformed. It appeared that one side was rough. No internal sheath mechanism exposed. It was not slippery. No lifted or damaged electrodes. No picture available. Brk needle used. The bulging of the sheath issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The surface was not smooth (rough) issue was assessed as MDR reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 05-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 24-jul-2024 noted a correction to the 3500a initial as should have included under h6. Medical device problem code ¿manufacturing, packaging or shipping problem (a02)¿. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).